Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed quality control (qc) data and noticed the level 1 result was out and above the specified range. Levels 2 and 3 were in range. The customer provided details of the sample used and handling that was performed. The sample tube is a 3.5 ml lithium heparin plasma separator tube (pst). The sample tube was set to stat spin for 3 minutes at 7212 revolutions per minute (rpm). The ccc specialist informed about potential issues associated with pre-analytical variables (spin time and speed) and maintenance to perform on the instrument. The customer cleaned the reagent arm 1 (r1), reagent arm 2 (r2), sample drains, and stated that the sample probe cleaner tubing was replaced due to an identified clog. The instrument underwent a qc run, and patient samples (sample (B)(6)) were re-tested. All qc data was in within the specified ranges, and the sample results of 0.021 and 0.022 were acceptable. The potential cause(s) for the falsely elevated cardiac troponin I (ctni) result are pre-analytical variables or lack of maintenance that can lead to a contamination of the drains. The instrument is operational and performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated cardiac troponin I (ctni) result was obtained on a dimension exl with lm system. The discordant result was reported and questioned by the physician(s). The customer performed repeat testing. The same sample and a new sample draw were used on the same instrument and alternate instrument. The repeat results from the alternate instrument were lower, and a corrected report was issued with the result of 0.02 ng/ml. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ctni result.